Manufacturer narrative:
(B)(4). G2: report source china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure was noted that ceramic liner can`t assemble mating the cup. There was approximately 10 min delay with no harm or injury to the patient. The surgery completed with a second device. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11 corrected: h6 - device code the reported biolox delta ceramic taper liner was returned to the product surveillance team for examination. The liner exhibits metallic smearing. The tapered area was examined further, where the seating pattern of the liner in the shell can be seen. The seating pattern is irregular throughout the whole circumference of the taper of the liner. Additionally, one intraoperative image showing the ceramic taper liner positioned within the cup was provided. It is not possible to evaluate if the liner is fully seated or not. Further, due to the angle of the image taken and the obstruction of sight caused by surrounding tissue, no further observations can be made. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A review of the surgical technique for the trilogy it shell identified that "prior to inserting the hard bearing liner, ensure the interior of the shell and the liner and liner insertion tool are clean and dry." Additionally, the biolox delta liner should be centered by rocking the impactor handle prior to impact to decrease the likelihood of incorrect liner seating. The liner should also be palpated to ensure it is uniformly seated prior to impaction and should be flush and level to the face of the cup. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.